Event description:
Caller reported a cartridge alarm 20 during pumping, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer continued using the current pump and mdi until a replacement pump was sent by tandem customer technical support (cts). The replacement pump came with updated software, and the customer was informed about the availability of training in their tandem source account. Additionally, cts provided instructions for putting the pump into storage mode and advised the customer to return the problematic pump using the provided pre-paid label within 10 days.